Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed no delivery. The customer took the battery out and it kept saying delivery error. The customer was unable to clear the error. The insulin pump kept beeping and it was not delivering insulin through the night because he woke up with a blood glucose level of 300 mg/dl. The customer treated his blood glucose level with a manual injection. The esc and act buttons have sometimes been unresponsive. The insulin pump alarmed button error. After inserting a new battery the buttons were not responding. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.